Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose level and high blood glucose level on (B)(6) 2022. Customer¿s blood glucose level were around 600 mg/dl to 700 mg/dl, but customer stated that once the hospital got her blood glucose level was stable, they would put her back on the insulin pump and her blood glucose would go high, then when they treated with intravenous insulin blood glucose would go low in the 40 mg/dl to 200 mg/dl range and they would treat with food if blood glucose were in the range of 60 mg/dl. Customer stated that the reservoir ring was cracked, but the reservoir did lock into place. Customer stated that they received insulin flow blocked alarm. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer stated that the auto mode feature was not active at time of low blood glucose event. Customer was to troubleshooting for low blood glucose level and high blood glucose level. No further patient complication were reported. The insulin pump will not be returned for analysis.